Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, lot# n271326005, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type catheter.information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-oct-2012. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 6000mcg/ml fentanyl at 6990.6mcg/day, and 18mg/ml bupivacaine at 20.972mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was initially scheduled for a pump replacement due to elective replacement indicator (eri). During the replacement the hcp was unable to aspirate 1-2ml. A new catheter was placed and the patient reported being hit back in (B)(6). The distal portion of the previous catheter remained in the patient not in use. It was reported that the issue was resolved at the time of the report. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of product ID 8709sc lot# n271326005 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2018 product type catheter (B)(4) was replaced with (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the elective replacement indicator was a high flow rate and the cause of the inability to aspirate was unknown. No further complications were anticipa ted/reported.